Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized to a 12f and the aaa procedure was completed. The knot of the first proglide was advanced successfully; however, when attempting to advance the knot of the second proglide, a suture break occurred. An additional proglide device was deployed and hemostasis was achieved with the sutures of that proglide and the one from the other successfully pre-placed proglide. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.